Manufacturer narrative:
(B)(6). Device manufacture date: march 22, 2016 ¿ march 23, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed that leak/backflow was observed coming out at the fillport. Subsequent examination on the unit revealed the direct cause of the leak/backflow problem was due to a solid, shiny particle approximately 0.15 square mm in size, lodged under the check-band. The particle was identified to be glass material using fourier transform infrared spectroscopy testing. When compared to the ir scan of baxter glass capillary, the result did not match which indicates the glass particle found under the check-band did not come from the infusor device. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fillport. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed at the fill port of a large volume infusor after the device was filled with solution. There was no patient involvement. No additional information is available.